Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient's therapy had worked for their symptoms initially but then it stopped working. They weren't exactly sure if the therapy stopped helping right after the hip replacement but it was around that time when the therapy stopped helping. Caller stated that the hip replacement had happened in february of this year and the patient stated the therapy definitely stopped helping in 2024. The therapy was on and the patient was on program 4 at 1.8 ma. Reviewed programming and stimulation considerations with the caller. The caller stated they were going to try increasing the stimulation for now and monitor the patient's symptoms. Patient services redirected the caller and patient to follow up with their new health care provider (hcp) once it was established. The caller later on said that as soon as they turned it up, the patient went to the bathroom and reported "it's working."